Manufacturer narrative:
The manufacturer previously received information that a rep dreamstation auto CPAP device had a frequent burning smell, the connection of the tube inside was burned, and the gasket seal inside the humidifier appeared burned. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found the customer complaint could not be replicated. No errors were observed, and the unit was noted to be in good condition. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer received information that a rep dreamstation auto CPAP device had a frequent burning smell, the connection of the tube inside was burned, and the gasket seal inside the humidifier appeared burned. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.